Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 7/3/2018 resulted in defect found: no chemistry observed on returned test strips. Final root cause: other root cause: washed strips test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 66 mg/dl. The customer's expected fasting blood glucose test result range is 172 - 234 mg/dl. Customer is a new diabetic and was shown how to use the meter two weeks ago. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom drawer. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is two weeks. The meter memory was reviewed for previous test result history: (B)(6).